Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her son was hospitalized due to high blood glucose. The customer's mother also reported that they received a motor error alarm. The customer's blood glucose was over 700 mg/dl at the time of the incident. The customer's mother stated that her son received high and low alerts. The customer's mother was unable to troubleshoot due to unavailability of the insulin pump at the time of call. The insulin pump will not be returned for analysis.